Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it felt like the cardiac resynchronization therapy defibrillator (crt-d) was stopping and reportedly sounded short of breath. The patient said they went to the emergency room and was told that nothing could be done as they lacked the equipment to interrogate the device. The patient then phoned their following physician who advised the patient to have the device checked. Follow up yielded no further information and the device remains in use. No further patient complications have been reported as a result of this event.